Manufacturer narrative:
The device was returned to zoll medical corporation upon visual eval of the device, it was determined the battery well as warped. This type of damage is consistent with an overheated battery; however, the battery was not returned for eval. The upper housing was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the user was unable to insert a battery into the device. Complainant indicated that there was no pt involvement in the reported malfunction.